Manufacturer narrative:
Corrections: b3, d10

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call the pdrn reported the patient has peritonitis and was having draining issues. Per the pdrn, the patient had fibrin and is using heparin. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and increased fibrin production (cloudy effluent fluid). A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The pdrn attributed causality to an unclean showerhead after performing a home evaluation. The patient was reeducated and continues to perform continuous ambulatory pd (capd) until the infection has cleared. Once completed, the pdrn reported the patient will resume utilizing the same liberty select cycler as before. Additionally, the pdrn reported the patient¿s drain complication have significantly diminished since the peritonitis has been treated. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s).

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call the pdrn reported the patient has peritonitis and was having draining issues. Per the pdrn, the patient had fibrin and is using heparin. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and increased fibrin production (cloudy effluent fluid). A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The pdrn attributed causality to an unclean showerhead after performing a home evaluation. The patient was reeducated and continues to perform continuous ambulatory pd (capd) until the infection has cleared. Once completed, the pdrn reported the patient will resume utilizing the same liberty select cycler as before. Additionally, the pdrn reported the patient¿s drain complication have significantly diminished since the peritonitis has been treated. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint product sample physically for evaluation, neither photos nor videos were provided from the customer. Should the sample become available, the investigation file will be reopened and will be updated accordingly. Since the lot number of product involved is unknown a shipping search on sap system was performed of the lots delivered to the patient within three months prior to the event date. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The entire lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call the pdrn reported the patient has peritonitis and was having draining issues. Per the pdrn, the patient had fibrin and is using heparin. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and increased fibrin production (cloudy effluent fluid). A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). However, when the cultures returned positive for pseudomonas aeruginosa on (B)(6) 2022, the vancomycin was discontinued, and the patient was prescribed ip meropenem (dose not provided) for 14 days. The pdrn attributed causality to an unclean showerhead after performing a home evaluation. The patient was reeducated and continues to perform continuous ambulatory pd (capd) until the infection has cleared. Once completed, the pdrn reported the patient will resume utilizing the same liberty select cycler as before. Additionally, the pdrn reported the patient¿s drain complication have significantly diminished since the peritonitis has been treated. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. Causality was attributed to an improperly cleaned shower head, which was discovered during a home safety evaluation. Per the pdrn, there is no fresenius device(s) and/or product(s) involvement. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.